Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. They wanted a drug holiday and they had no confidence in treatment with intrathecal baclofen (itb). Therefore, they are tapering off and then going to fill the pump with 0.9% nacl and see how it goes then. It was further noted there was no intervention for now.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# unknown implanted: (B)(6) 2018. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there has been an incremental increase between the expected reservoir volume (erv) and actual reservoir volume (arv) during the pump refills. This has raised doubts about the functioning of the intrathecal baclofen (itb) system. It was reported the patient's legs were hypertonic and noted that the patient needs spasms partly to be able to stand. It was reported the volume discrepancies were as follows: (B)(6) 2021: erv 6.9 ml, arv 9.2 ml (B)(6) 2022: erv 7.5 ml, arv 13.2 ml (B)(6) 2022: erv 5.8 ml, arv 14 ml (B)(6) 2023: erv 4.6 ml, arv 13.8 ml it was reported as unknown regarding any diagnostics/troubleshooting performed. The actions/interventions taken to resolve the issue was due to a reasonable doubt about proper functioning of the pump, the hcp considered early replacement of the pump. A surgical date has not been planned at the time of this report. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient's weight was asked but unknown and would not be made available. The patient's medical history included the following: 1985: cerebral palsy based on prematurity with bilateral spastic palsy 2005: implantation of baclofen pump, catheter tip at l2 2012: replacement of baclofen pump october 2018: replacement of baclofen pump and intrathecal catheter.